Event description:
Customer called to report receiving a reading of 88 mg/dl on her adc meter, she then ate some fruit and called paramedics, who rec'd a reading of less than 40 mg/dl. The customer then ate some more fruit and rec'd another reading on her adc meter of 347 mg/dl compared to 103 mg/dl on the paramedic's meter.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.